Event description:
A customer reported to baxter (B)(4) a syringe adaptor set in which the set was not able to be primed. The event occured before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and no defects were observed. The sample was tested for gravity and under pressure at 0.56 bar. The tubing was blocked and the liquid did not flow; hence the customer reported condition was confirmed. The root cause is not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.